Event description:
A caller reported a malfunction on their pump, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully reset it without any recurrence of the malfunction code. The caller was advised to continue using the pump and to reach out if the malfunction reoccurs.